Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported teeth sensitivity, teeth damage, tmj and they cannot properly close their jaw and an open bite. The patient's dds recommended they cease treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.